Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pocket d1 in the main drawer was opening, but the machine did not recognize that it was open and auxiliary drawers on the same machine also failed, as they were not detected on the bus after the machine was restarted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the incident, the field service engineer (fse) confirmed that the customer station was up and running. The fse and the customer confirmed that liquid had spilled in the drawer. The customer informed the fse that they would notify if the user replaced the drawer and on-site support was required. The customer recovered the drawer and verified that the system worked correctly.